Event description:
It was reported that the patient was symptomatic due to intermittent t-wave oversensing (twos) after ventricular pacing on the right ventricular (rv) lead. The lead has previously been repositioned and sensitivity was adjusted. Further programming changes were discussed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.